Manufacturer narrative:
As reported in a research article, out of 322 patients followed, 5 patients implanted with either a amplatzer duct occluder I or an amplatzer duct occluder ii had the device embolize. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying amplatzer duct occluder I (ado I), ampaltzer vascular plug ii (avp) and ampaltzer muscular ventricular septal defect occluder (amvsdo) that may be related to a complications during and post procedure. Details are listed in the article, titled "characteristics and transcatheter closure of patent ductus arteriosus in patients living at moderate to high altitude in eastern anatolia". 322 patients who had undergone cardiac catheterization between may 2010 and july 2018 were analyzed. Mean age was 7 years old, with 62.4% female. Device embolization occurred in 5 patients implanted with ado I and ado ii devices post procedure. Reference manufacturing report number 2135147-2020-00176.

Manufacturer narrative:
The report was submitted under the incorrect product code. The correct product code is mae.